Manufacturer narrative:
Sections with additional information as of 11-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi display. Father is calling on behalf of the customer. The expected fasting blood glucose test result range is 150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call, a back to back blood test was performed by the customer and produced test results of hi display non-fasting using meter. The test strip lot manufacturer¿s expiration date is 04/27/2021 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.